Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found leaks and scrapes inside the instrument channel. There was low angulation, the bending cover glue had cracks and the insertion tube had a buckle in it. The investigation is ongoing. Good faith effort has been completed and no additional information was provided. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope was the shredded on the inside of the instrument channel. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the gastrointestinal videoscope was scratched on the inside of the instrument however, per the legal manufacturer, the issue of scratches on the inside of the forceps channel is not likely to cause or contribute to death or serious injury if the malfunction were to recur.